Event description:
The following has been reported to hamilton medical ag on 11 february 2024 from a customer in (B)(6). It was reported that on february 11th 2024, hamilton-t1 ((B)(6)) showed o2 input test fails (leakage test ok, flow failed) during service software. Device cannot be serviced. As per preliminary analysis, potential root causes associated to the reported issue could be related to: - hpo pressure out of range - o2 mixer (prop.valve/connector) - qo2 sensor / cable - in rare case: driver board with the driver stage for the o2 prop.valve accordingly, the following correction shall be considered: - check hpo pressure - replace mixer assembly - if failure remain replace the driver board as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 11 february 2024 from a customer in oman. It was reported that on february 11th 2024, hamilton-t1 (sn (B)(6)) showed o2 input test fails (leakage test ok, flow failed) during service software. Device cannot be serviced. As per preliminary analysis, potential root causes associated to the reported issue could be related to: - hpo pressure out of range. - o2 mixer (prop.valve/connector). - qo2 sensor / cable. - in rare case: driver board with the driver stage for the o2 prop.valve accordingly, the following correction shall be considered: - check hpo pressure. - replace mixer assembly. - if failure remain replace the driver board. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.